Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient's acuity was not good due to a refractive error and the lens was exchanged. Additional information received reports the patient had difficulty with daily activities. The symptoms resolved following the lens exchange.

Manufacturer narrative:
Information was provided that the 24.5 diopter lens was exchanged for a 25.5 diopter lens. (B)(4).

Manufacturer narrative:
The lens was returned in a water like liquid inside a contact lens case. Solution is dried on the lens. One haptic is broken in the gusset area. The optic is torn/split/cracked and cut, typical of insertion and removal. Both cut optic portions have deep scrape marks. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if the qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).